Event description:
A caller reported cgm error 42 related to their g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset, and the caller planned to reset the pump and follow up if the issue persisted.